Event description:
The customer stated that the screen is blank on the unit.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator. The customer returned the actual device involved for evaluation. Factory service confirmed the reported display failure. The effect of the failure is that the device would not be able to display ECG signals or other screen output. Factory service isolated the defect to a failed video processor on the main printed circuit board. They replaced the printed circuit board to restore operation. After main board replacement the device passed testing and returned to the customer.